Event description:
It was reported that upon review of a carelink transmission, the nurse noted a non-sustained tachycardia (nst) episode in which the electrogram (egm) to marker channel waveform relationship was skewed. Detailed analysis revealed the issue to be a bug in the firmware. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419478, implantable pacing lead, implanted: (B)(6) 2012; product ID: 620rg29, heart ring, implanted: (B)(6) 2011; product ID: 407652, implantable pacing lead, implanted: (B)(6) 2009; product ID: 694765, implantable tachy lead, implanted: (B)(6) 2009. (B)(4).